Event description:
The customer reported that the operator did not document on the procedure documentation that the trima flagged to count wbcs on a collection procedure. The operator instead labeled the product as leukoreduced. It was discovered in qc that the product was not leukoreduced. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to an operator error that has the potential for injury.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: the trima accel system functioned as intended and flagged the procedure as one to have the wbc content verified. However, per the customer, the operator disregarded this verification message and labeled the product as leukoreduced. The customer later found this discrepancy during an audit of their processes. The device history records (DHR) were reviewed for this event. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: no unusual process variable was identified and trima accel operated as intended by displaying the verify product advisory message. Operator error is the cause of the mislabeling of the unit.

Manufacturer narrative:
(B)(4). Investigation: the run data file (rdf) was analyzed for this event. No unusual process variable was identified and trima accel operated as intended by displaying the 'verify product' advisory message. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.